Event description:
On 08/07/2009, the patient's father reported that "about a year ago" the patient was hospitalized due to low blood glucose. He was not able to recall specifics regarding the incident. He stated that the patient had a seizure and she only has seizures if her blood glucose is below 30 mg/dl. He stated that they may have treated the patient with "gel" and called for an ambulance. He did not know what treatment she received by ambulance personnel. He believes she was hospitalized for 2-4 days. Her physician disconnected her from the infusion device at that time, and she has not reconnected since. The patient is currently on injection therapy and the physician may allow her to return to infusion therapy in the future. The father stated that the issue was not reported initially because "we could not pinpoint if it was her or the equipment." The infusion device was replaced and requested to be returned for evaluation.